Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to a magnet application. The patient had experienced a 'small shock' previously, which instigated the follow up. Incidentally, an insulation breech was found, during the explant procedure, on the atrial lead. The lead was explanted and returned to cpi for analysis.